Event description:
It was reported that a latitude communicator associated with this pacemaker exhibited a yellow communicator device indicator that was flashing. Troubleshooting activities were performed, including a power cycle, server call, removal of electronic devices, relocation of the communicator to a different power outlet, and relocation of the communicator to a different room. The patient was also advised to remove a reported emergency bracelet. The communicator issue persisted following troubleshooting. Review by the communications team indicated that the home environment was unlikely to be the cause, and it was recommended that the patient work with the clinic to verify the radio frequency settings of the implanted device. Further evaluation was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.